Manufacturer narrative:
The device evaluation is anticipated, a follow up report will be sent upon completion of the product evaluation. Report one of two for the same event; see also 3004485144-2016-00074.

Event description:
The sales associate reported bent and dull instruments. There was a surgical delay of one hour. The surgery was completed with non zimmer biomet product.

Manufacturer narrative:
The four returned devices were examined. One was found worn and one was found to have a tip bent in relation to the shaft. No failures were detected on the other two devices. A review of the manufacturing records did not detect any discrepancies which would have contributed to this event. The root cause is unknown but evaluation findings are consistent with wear and tear from normal use.